Event description:
A report was received that the patient experienced discomfort, warmth, and redness at the ipg pocket site whether stimulation was on or off. The physician assessed that the ipg position was too shallow, causing the patient discomfort. The patient underwent a pocket revision procedure to move the ipg deeper. The patient is doing well post operatively.